Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Pic: in general, poor barrier separation complaints are not confirmed during investigation. Of the 181 complaints for poor barrier separation in fy17, only 39 were confirmed (22%). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation. The customer stated, "gel tube did not separate properly. Gel did not migrate properly." Customer: "after sample was spun in our stat - spin centrfiuge for 5 minutes at the correct speed, the chemistry tech noticed that the sample didnt separate properly. The gel was on top of the plasma."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced poor barrier separation. The customer stated, "gel tube did not separate properly. Gel did not migrate properly." Customer: "after sample was spun in our stat - spin centrifuge for 5 minutes at the correct speed, the chemistry tech noticed that the sample didn't separate properly. The gel was on top of the plasma."